Manufacturer narrative:
Co was unable to perform balloon inflation/deflation test on thermistor function due to the catheter being severed/cut at the 80cm location. The thermistor wire was stretched and protruded from the distal end of the severed catheter. The cause may be contributed to difficulties experienced while manipulating the catheter through the introducer as described by the customer.

Event description:
The catheter broke after the physician manipulated the introducer when the catheter was ready to be discontinued. When the introducer was withdrawn, the catheter came out with it. No patient harm or ill effects were sustained.